Event description:
It was reported that the unit experienced an e-3 error code. It was further reported that the bulb from the unit does not work and that the bulb only had 296 hours on it. The life expectancy of the bulb is 500 hours. In addition, standby mode intermittently does not respond and the button is sticking.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.